Manufacturer narrative:
Evaluation revealed the unknown sliding core, the talar- and the tibial component to be the subject products. No further associated products were reported. In the case presented a patient had been treated with star at an unknown time due to an arthritis of his right ankle. On (B)(6) 2016 the patient had to be revised due to ankle pain. X-rays taken on (B)(6) 2016 showed the polyethylene sliding core to be extruded. During the revision surgery the sliding core was found to be broken. The broken sliding core as well as the metal components were removed and replaced by an in-bone prosthesis. Fracture of the polyethylene sliding core in general had been experienced and is nominated in the scientific literature. It does not present an unanticipated event in itself. Depending on the load application, also, depending on the patient¿s post implant behaviour and especially depending on the implant alignment, a polyethylene fracture can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. ¿like other arthroplasty devices in weight bearing joints such as the hip or knee, it is anticipated that the star ankle will have a finite useful life, at which point the prosthesis will require revision or, in certain cases, removal and fusion¿. The received sliding core was completely fractured in half in the medial/ lateral direction and showed significant material deformation at medial. Plastic deformation and significant wear, along with a secondary crack, was furthermore found at the lateral edge. The sliding core furthermore featured a talar wear scar (significant abrasive wear and deformation) adjacent to the keel-trough, which was produced by the contact with the talar component articulating with the bearing surface as opposed to the trough. The provided x-rays and information were forwarded to a hcp for review. He stated (excerpts): a malalignment to this ankle joint complex system affects the interactions between metal and poly and causes degradation of the poly and visual wear on the metal. This is not a design flaw; it is a departure from proper placement of the implant. With the obvious varus shift of the talus leading to an increase force on the medial poly side, as seen on the frontal radiographic view along with the anterior translation shift of the implant as noted on the sagittal plane malalignment, secondary to subsidence into the anterior talar neck. I have attached two screen shots showing the increases in pressure and shear that potentially created the ear and failure on the poly. The above described damage of the sliding core was consistent with the identified component misalignment (talus of the patient shifted into varus).the received talar- and tibial components showed traces of use, but a damage or breakage could not be identified. The IFU advises that the patient should protect the joint replacement from unreasonable stresses and should follow the physician¿s instructions. In particular he should strictly avoid high impact activities such as running and jumping. It could not be excluded that exceptionally high load bearing could have contributed to the event. Based on the above information the breakage of the sliding core was not related to a deficiency of the device, but was caused by an eccentric loading of the poly component due to the talus of the patient being shifted into varus. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
Patient states he has ankle pain. X-rays show the poly is extruded. Converted to in-bone. Bone quality: good. Evidence of inflammation/infection/tissue damage. No devices were damaged during removal and no complications were reported.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
Patient states he has ankle pain. X-rays show the poly is extruded. Converted to in-bone.